Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event that the ipg end of battery life was not confirmed. As received, the returned ipg could communicate with a test standard patient programmer and displayed a low battery message. Functional testing revealed the returned ipg charged normally and passed auto test.